Event description:
I had a d and c and an uterine ablation done in the operating room by my obgyn on (B)(6) 2013. On (B)(6) 2013 while at work I felt and heard a pop. I went to the ER and they preformed a CT scan that night. The following morning they sent me in for an MRI around 7am. At 3pm my obgyn who performed the ablation came to see me and told me my uterus and my small intestine was burned and popped open and everything was leaking inside of me. He told me that I would have to have a total hysterectomy and an intestinal resection. I stayed 4 days in the hospital and have had pain since. I also have a hernia in my lower abdomen due to the scar tissue which my obgyn advised was normal.